Event description:
It was reported "the pump was shutting off when customer tries to bolus. "There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.